Manufacturer narrative:
Investigation results were made available. Investigation and conclusion: 1. Event description: it was reported that the patient was implanted with an alloclassic sl stem and metal-on-metal acetabular components in 2000. In 2017 the acetabular components were revised due to metal-related pathology. Subsequently, the stem was revised on (B)(6) 2021 due to stem fracture after a fall of the patient two days before. Harm: s3 - instability, moderate hazardous situation: implant deteriorates, breaks or loses function postoperatively. 2. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. 3. Product evaluation: the alloclassic sl stem was discarded; therefore, a product evaluation could not be performed. 4. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. - DHR review: review of the device history records identified no relevant deviations or anomalies during manufacturing. 5. Conclusion: it was reported that the patient was implanted with an alloclassic sl stem and metal-on-metal acetabular components in 2000. In 2017 the acetabular components were revised due to metal-related pathology. Subsequently, the stem was revised on (B)(6) 2021 due to stem fracture after a fall of the patient two days before. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). No medical records were provided; therefore, the patient- and procedure-related factors that may have caused or contributed to the fracture of the stem remain unknown. In addition, the stem was discarded and therefore could not be examined. Due to the lack of medical records and the unavailability of the stem, the reported event could not be confirmed and possible causes could not be determined. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Product not available.

Event description:
It was reported that: cone of shaft fractured after patient fell. Outcome - revision due to implant fracture.

Event description:
It was reported that: cone of shaft fractured after patient fell. Outcome- revision due to implant fracture.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: addi received on 22 dec 2021. Implant date initial implant date year 2000, no exact day known. Revision report no information provided by customer. Associated devices added. D10: medical product: item #: 3535, lot #: 2019367, allocl csf anchorage cap 61, item #: 3595, lot #: 2024153, insert metasul csf 61/28, item #: 19.28.06, lot #: 2029793, metasul head 28mm "m" 12/14. Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4).